Event description:
During the device evaluation, the gastrointestinal videoscope was found to exhibit foreign material in the device nozzle. There was no patient involvement and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, foreign material was observed in the device nozzle. The foreign material was not identified, and a definitive root cause of the issue could not be determined, however, based on the available information, it is probable that the customer may not have used the device in accordance with the IFU; the issue was likely the result if insufficient device cleaning/reprocessing. The event can be detected/prevented by following the device IFU sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.